Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy procedure, the device did not fire the second load. It was noted that the surgeon was not able to squeeze the handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that one reload was fully fired and one reload was partially fired. Staple pushers were visible at the 4cm cut line. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blades. Pmv performed functional testing. The reloads were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the fully fired reload was cycled without hesitation or binding. The partially fired reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.